Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2011 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 06/10/2019. Patient codes: 1811, 1970, 2144, 2601, 1994, 2422, 2240, 3189 ¿ surgical intervention, 3191- abdominal cramps. Additional narrative: it was reported that following the procedure the patient experienced diarrhea, nausea, vomiting, abdominal cramps, bloating, pain in lower quarter of the back and bowel obstruction. It was reported that the patient underwent a removal of the mesh on (B)(6) 2016 due to recurrent hernia due to failed mesh.